Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was dislodged during an artificial valve placement procedure. The physician was able to reposition the lead with no further complications.